Manufacturer narrative:
This report is submitted august 13, 2018.

Event description:
Per the clinic, the patient experienced electrode migration and loss of electrode function following an MRI (date and tesla strength not reported). Subsequently the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.